Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recy7968 showed ten other similar product complaint(s) from this lot number. The complaints for this lot number (recy7968) have been reported from the same facility.

Event description:
It was reported that 3 provena piccs were occluded in the bone marrow transplant unit, in the middle of stem cell infusions. It was stated that the piccs were unable to be cathflo'd successfully. No other information is available. This report addresses the second PICC.